Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented stemmed tibial component right size e catalog #: 42532007102, lot #: 62824794, persona cruciate retaining articular surface right 11mm catalog #: 42521000511, lot #: 62530633, persona cemented all poly patella 35mm catalog #: 42540000035, lot #: 62620629. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on jul 7, 2023 under manufacturing report number 0001822565-2023-01780. H3 other text : investigation incomplete.

Event description:
It was reported that the patient is scheduled to undergo a knee arthroplasty revision to address pain and loosening of the femoral component approximately eight (8) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - femur. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.